Event description:
It was reported that the stent was explanted. The patient presented with coronary artery disease. The target lesion was located in left anterior descending artery and left circumflex artery with bifurcation. After a 3.50 x 20 synergy drug-eluting stent was successfully placed, a 3.50 mm x 12 mm nc emerge balloon catheter was advanced for post-dilatation. However, during post-dilation, it was suspected that the nc emerge balloon catheter was accidentally stuck in between the stent struts. When the balloon was removed, the stent was pulled out with the balloon. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
An expanded and deformed stent was returned for analysis stuck on the balloon of an emerge device.

Event description:
It was reported that the stent was explanted. The patient presented with coronary artery disease. The target lesion was located in left anterior descending artery and left circumflex artery with bifurcation. After a 3.50 x 20 synergy drug-eluting stent was successfully placed, a 3.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during post-dilation, it was suspected that the nc emerge balloon catheter was accidentally stuck in between the stent struts. When the balloon was removed, the stent was pulled out with the balloon. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.